Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned with the esheath and inserted through the loader cap, the nose tip was returned separately.  Visual inspection was performed and the following were observed: radial balloon burst, guidewire shaft separated from the nose tip and the balloon does not appear to be missing pieces; balloon spring was stretched; separated balloon material wrinkled and compressed at nose tip insert.  No relevant functional testing could be performed due to the condition of the returned device (burst balloon and separated nose tip).  Dimensional analysis was performed and balloon single wall thickness measurements were taken.  All measurements meet the specification for the calculated single wall specifications.  The cine provided by the site was reviewed and showed that the valve was deployed as intended.  An image of the video also showed the delivery system and the esheath during device retrieval, the balloon appears to be burst outside of the esheath, and a curvature was observed in the patient¿s vessel. Additionally, the 3mensio (pre-op CT) showed a previously implanted valve that may have caused an interference with the procedure, the valve was deployed properly, and a balloon burst outside of the esheath. The complaints for balloon burst, withdrawal difficulty, and distal tip/nose tip separated was confirmed, but no manufacturing non-conformities were found in the returned sample. Review of DHR, dimensional and visual inspections revealed no indication of non-conformances. The complaint description further states that, ¿the patient has moderate/severe calcium on annulus/leaflet¿. Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences.  A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Additionally, the technical summary applies to complaints for balloon burst which also resulted in difficulties withdrawing the delivery system and/or subsequent separation of the distal end (e.g. Balloon, nose tip, guidewire lumen) of the delivery system. As such, the reported events discussed in this complaint are likely related to the details outlined in the technical summary. In this case, a balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely become caught on the tip of the sheath. The extra force exerted to overcome the withdrawal difficulty may have contributed to the nose tip separating. Additionally, tortuosity in the access vessel could also cause non-coaxial retrieval angles, which would have further exacerbated delivery system withdrawal difficulties through the sheath. As noted in the provided imagery, a curvature was observed in the vessel during the delivery system retrieval. In addition to the presence of calcification, there was a previously implanted valve which also may have caused the balloon to burst. Review of 3mensio revealed that the annulus was being obstructed by this valve. It was noted in the complaint that contact with post of prior surgical valve was the perceived root cause of the balloon burst. Also according to the complaint description, there was ¿extra volume +2 cc was added to the balloon prior to inflation¿. The extra volume added to the balloon could have also caused the balloon to burst. Available information therefore suggests that patient (calcification/tortuosity/presence of previously implanted valve) and/or procedural (withdrawal of a ruptured balloon) factors likely contributed to the complaint events. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. As such, an engineering evaluation is not required. Since the occurrence rate does not exceed the control limits for the trend category, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a valve in valve procedure with a 26mm s3 valve in the aortic position via tf approach, the balloon on the commander delivery ruptured circumstantially during valve deployment. Due to this issue, the physicians encountered difficulty removing the system. The proximal balloon tip and flex tip were snared to the access site (left common femoral artery), where a cut down had to be executed to remove the remaining portion of the commander system. All portions of the delivery system was successfully removed. The patient is stable at the end of the procedures. Per report, the balloon was fully inflated when it burst, the patient has moderate/severe calcium on annulus/leaflets.  Extra volume +2 cc was added to the balloon prior to inflation.